Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the new pump's model number was 8637-40 and its serial number was (B)(4). It was undetermined if the patient experienced symptoms related to the missed priming bolus. The issue had not yet resolved, but the patient was given oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer rep regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/day) via intrathecal infusion pump for intractable spasticity and cerebral palsy. It was reported the rep was at a pump replacement and the new pump didn't have a back table prime performed. It was reviewed to not perform the priming bolus since the pump and catheter were connected. It was calculated that 100/2000 flow rate = 0.05 ml/day -- 0.174 ml cath volume/0.05 ml/day = 3 days and 12 hours approximately the patient would receive the drug in the catheter. It was also stated that there would be 4-5.75 days where the drug and sterile water would mix, and the patient would need to be medically managed. No symptoms were reported. No further complications were reported.